Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018 customer allegedly received the following results, with two different meters, within 10 minutes: 434 mg/dl (system 1) and 88 mg/dl (system 2). On (B)(6) 2018 customer reportedly received the following results on the performa (system 1) within 10 minutes: 142 mg/dl and 68 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.